Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. The coil and the delivery wire were returned inside the catheter. An attempt was made to advance and withdraw the delivery wire without success. The device was soaked in luke warm water and a further attempt was made to advance and withdraw the delivery wire without success. The catheter was cut on several occasions and a significant amount of dried blood was removed as the coil and delivery wire were withdrawn. The coil was inspected and a significant amount of dried blood was present on the coil. The distal end of the coil was severely kinked and stretched. The coil zap tip appeared to have been pulled off. Blood was removed to continue inspection and the coil was confirmed to have been pulled off. It is probable this occurred during removal of the coil from the catheter. The zap tip was not found but was most likely stuck in a segment of dried blood which was disposed of. The delivery wire was inspected and the ptfe (polytetrafluoroethylene) at the distal end was buckled/kinked. The interlocking arm of the coil was inspected and no damage noted. The zap tip shape and surface of the delivery wire was smooth. The interlocking arm of the delivery wire was inspected and no damage noted however dried blood was present. The delivery wire dimensions were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: this catheter is not compatible with the coil as the coil is designed to be used with a boston scientific ¿imager ii selective diagnostic catheter without side flushing holes¿. (B)(4).

Event description:
Reportable based on device analysis completed on 12may2016. It was reported that the coil could not advance in the catheter. The target lesion was located in a moderately tortuous pulmonary artery. A 12mm x 40cm interlock¿-35 was used. During the procedure, the coil was inserted into a non-bsc catheter. However, upon advancement of the coil, it was noted that the coil got stuck midway inside the catheter. The coil was removed with the catheter, and the catheter was exchanged to microcatheter. Procedure was completed with another same device. No patient complications were reported and the patient's status was good. However, device analysis revealed that the coil zap tip had been pulled off.